Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 43-year-old female patient who had essure (batch no. 50701223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gerd, arthritis, asthma, diabetes, ankle injury, cancer, uterine bleeding, chlamydia test positive, d & c, endometrial polyp, boil on thigh, urinary incontinence, anemic, itching, uterine fibroid, uterine leiomyoma, multigravida, obesity, endometriosis, cystoscopy and vaginal discharge. Concomitant products included aciclovir (acyclovir), diclofenac, fluticasone propionate (fluticasone), gabapentin, hydroxyzine, ibuprofen, intrauterine contraceptive device (paragard), levonorgestrel (liletta), lisinopril, loratadine (axcel loratidine), medroxyprogesterone acetate (depo provera), metformin, norethisterone acetate (aygestin), omeprazole, ondansetron, paracetamol (acetaminophen), ranitidine, salbutamol (albuterol), sennoside a+b and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of vaginal discharge ("bladder/urinary problems- vaginal discharge"), vaginal infection ("vaginal infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd (posttraumatic stress disorder),") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding vaginal") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, anaemia and vaginal infection had resolved and the psychological trauma, vaginal haemorrhage, depression, anxiety, post-traumatic stress disorder, nausea and the last episode of vaginal discharge outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, post-traumatic stress disorder, psychological trauma, vaginal haemorrhage, vaginal infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, gen. Abnormal bleeding and vaginal discharge. The golden nob was then visualized, and at the end, a total of six coils ere counter protruding from the tubal ostia. The coil was then released until the golden knob as visualized. In total, four coils were noted protruding rom the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: menorrhagia, pelvic pain, vaginal haemorrhage, anemia, dysmenorrhea, fatigue, headache, vaginal haemorrhage, lot number: 50701223, manufacturing date: 2012-11, expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: event outcome updated for vaginal infection. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (batch no: 50701223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gerd, arthritis, asthma, diabetes, ankle injury, cancer, uterine bleeding, chlamydia test positive, d & c, endometrial polyp, boil on leg, urinary incontinence, anemic, itching, uterine fibroid, uterine leiomyoma, vaginal delivery, obesity, endometriosis, cystoscopy and vaginal discharge. Concomitant products included aciclovir (acyclovir), diclofenac, fluticasone propionate (fluticasone), gabapentin, hydroxyzine, ibuprofen, intrauterine contraceptive device (paragard), levonorgestrel (liletta), lisinopril, loratadine (axcel loratidine), medroxyprogesterone acetate (depo provera), metformin, norethisterone acetate (aygestin), omeprazole, ondansetron, paracetamol (acetaminophen), ranitidine, salbutamol (albuterol), sennoside a+b and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of vaginal discharge ("bladder/urinary problems- vaginal discharge"), vaginal infection ("vaginal infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd (posttraumatic stress disorder),") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), anaemia ("anemia"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding vaginal") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and anaemia had resolved and the psychological trauma, vaginal haemorrhage, vaginal infection, depression, anxiety, post-traumatic stress disorder, nausea and the last episode of vaginal discharge outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, post-traumatic stress disorder, psychological trauma, vaginal haemorrhage, vaginal infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, gen. Abnormal bleeding and vaginal discharge. The golden nob was then visualized, and at the end, a total of six coils ere counter protruding from the tubal ostia. The coil was then released until the golden knob as visualized. In total, four coils were noted protruding rom the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: essure device was successfully occluded. Bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: menorrhagia, pelvic pain, vaginal haemorrhage, anemia, dysmenorrhea, fatigue, headache, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: plaintiff fact sheet and medical record received. Events: abnormal bleeding vaginal, vaginal infection, depression, anxiety, mental anguish, ptsd (posttraumatic stress disorder), nausea, vaginal discharge were newly added. Patient demographic information updated. Product information details, other relevant history and lab data updated. Lot number newly added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 43-year-old female patient who had essure (batch no. 50701223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gerd, arthritis, asthma, diabetes, ankle injury, cancer, uterine bleeding, chlamydia test positive, d & c, endometrial polyp, boil on thigh, urinary incontinence, anemic, itching, uterine fibroid, uterine leiomyoma, multigravida, obesity, endometriosis, cystoscopy and vaginal discharge. Concomitant products included aciclovir (acyclovir), diclofenac, fluticasone propionate (fluticasone), gabapentin, hydroxyzine, ibuprofen, intrauterine contraceptive device (paragard), levonorgestrel (liletta), lisinopril, loratadine (axcel loratidine), medroxyprogesterone acetate (depo provera), metformin, norethisterone acetate (aygestin), omeprazole, ondansetron, paracetamol (acetaminophen), ranitidine, salbutamol (albuterol), sennoside a+b and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of vaginal discharge ("bladder/urinary problems- vaginal discharge"), vaginal infection ("vaginal infection"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish"), post-traumatic stress disorder ("psychological or psychiatric problems condition: ptsd (posttraumatic stress disorder),") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury"), vaginal haemorrhage ("abnormal bleeding vaginal") and the second episode of vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and anaemia had resolved and the psychological trauma, vaginal haemorrhage, vaginal infection, depression, anxiety, post-traumatic stress disorder, nausea and the last episode of vaginal discharge outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, nausea, pelvic pain, post-traumatic stress disorder, psychological trauma, vaginal haemorrhage, vaginal infection, the first episode of vaginal discharge and the second episode of vaginal discharge to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, gen. Abnormal bleeding and vaginal discharge. The golden nob was then visualized, and at the end, a total of six coils ere counter protruding from the tubal ostia. The coil was then released until the golden knob as visualized. In total, four coils were noted protruding rom the left tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: menorrhagia, pelvic pain, vaginal haemorrhage, anemia, dysmenorrhea, fatigue, headache, vaginal haemorrhage, lot number: 50701223 manufacturing date: 2012-11 expiration date: 2015-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-nov-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury") and vaginal discharge ("bladder/urinary problems- vaginal discharge"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, anaemia and vaginal discharge had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal discharge to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, gen. Abnormal bleeding and vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Product indication updated. Essure explant date added. Events- general abnormal bleeding, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, psych injury and bladder/urinary problems- vaginal discharge were added. Event outcome updated for: physical pain/pelvic pain. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.